Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for the call was the patient reported they were seeing a message on their controller that said settings not available, cannot provide your desired intensity settings when they try to increase and decrease and they were not receiving any stimulation. The patient stated the controller and implant were fully charged and noted the message appeared on groups a <(>&<)> b and not c; however, group c stimulation was in their ribs and not their nerves. The patient mentioned they were in a lot of pain and it was getting worse. The agent reviewed the meaning of the message and role of the representative and redirected the patient to their healthcare provider to further address the issue.